Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system could not take 2d and 3d spin. Troubleshooting was performed. The logs indicated error 25, and the battery voltages were all within 26.9 and 27.55. The batter was charged, and the x-ray and motion battery were holding the charge. The manufacturer representative (rep) reseated the j7 and all anderson connectors, and the system passed system checkout and performed as intended. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000125 h3: a medtronic representative went to the site to test the equipment. Testing revealed no faults or failures. The imaging system then passed the system checkout and was found to be fully functional. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.